Event description:
The article, "combining catheter ablation and left atrial appendage occlusion in high-risk patients with atrial fibrillation: a propensity score-matched analysis", was reviewed. The article presented a retrospective, single center study on the safety and efficacy of a combined approach of catheter ablation (ca) and left atrial appendage occlusion (laao) compared to laao alone. Devices included in this study were amplatzer cardiac plug, lambre - lifetech scientific, lacbes - pushmed, and watchman - boston scientific. The article concluded that combining ca and laao in a "one-stop" approach is safe and brings additional benefit in relieving symptoms of heart failure, although peri-device leak was more common compared to laao alone. [The primary and corresponding author was lisheng jiang, department of cardiology, shanghai chest hospital, shanghai jiao tong university school of medicine, shanghai, china, with corresponding email: jls1025@aliyun.com] the time frame of the study was from 01 september 2017 to 31 march 2022. A total of 166 patients were included in the study, the number of abbott devices was not confirmed but it was confirmed more than 50% specifically received a watchman device (75.9% for laao group vs 65.1% for combined ca and laao). The average age was 69 years and the majority gender was male. Comorbidities included atrial fibrillation, hypertension, diabetes, vessel disease, congestive heart failure, ischemic stroke, high bleeding risk, contraindications for long-term oral anticoagulants, thromboembolic events on anticoagulation.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional patient effect of death and malfunctions reported in the article are captured under separate medwatch report. Literature attachment: article title : "combining catheter ablation and left atrial appendage occlusion in high-risk patients with atrial fibrillation: a propensity score-matched analysis.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer cardiac plug were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, hypertension, diabetes, vessel disease, congestive heart failure, ischemic stroke, high bleeding risk, contraindications for long-term oral anticoagulants and thromboembolic events on anticoagulation. Some of the complications reported were hospitalization, pericardiocentesis, cardiac tamponade, intracranial hemorrhage, pericardial effusion, heart failure, ischemic stroke, transient ischemic attack, systemic embolism, major bleeding, device-related thrombus, peri device leak (residual shunt) and device embolization. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: article title : "combining catheter ablation and left atrial appendage occlusion in high-risk patients with atrial fibrillation: a propensity score-matched analysis."